Event description:
It was reported to philips that the system was unable to perform exposure. The device was in use at the time of reported event. No harm was reported to philips.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Additional information received indicated that the planned, non-emergency procedure that was to happen when the issue occurred was completed as planned. No harm to the patient or user was reported. A philips remote service engineer (rse) spoke with the customer who alleged that the system could only do fluoroscopy and could not make exposures. Onsite service was recommended. A philips field service engineer (fse) inspected the system on-site and confirmed the reported issue. Troubleshooting identified a hard disk (hd) box defect in the image processing pc (ippc). The fse replaced the ippc hd box. After the ippc hd box replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.